Manufacturer narrative:
The device history records relative to the manufacturing, inspecting and packaging of lot 10364549. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received indicated that the product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The target lesion being treated was the common carotid. The target vessel/lesion was 6mm in diameter, calcified and 90% stenosed. The angioguard did pass from the aorta to subclavian. There was no difficulty encountered while advancing/tracking the device towards the lesion. There was no difficulty or resistance noted while crossing the lesion with the device. The angioguard got caught on the precise stent strut. During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no debris in the filter basket after removal. The physician used excessive force to advance a capture sheath over angioguard wire and finally unhooked angioguard wire from stent. The patient did not experience any neurological changes due to the product malfunction being reported. There were no issues with the precise stent. Complaint conclusion: during removal of the angioguard it became caught in the just deployed precise stent preventing the capture sheath from advancing over the filter wire. During this attempt the capture sheath was advanced while the filter wire was fixed. After applying ¿some force¿ the filter wire dislodge from the stent and the capture sheath was able to advance and the filter basket was able to be captured. Upon removal it was noted that there was no debris in the filter basket. When the angioguard was placed on the table the coating was observed to be ripped off of the wire. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. There was no difficulty encountered while advancing/tracking the device towards the lesion and there was no difficulty or resistance noted while crossing the lesion. There was no reported patient injury. Only a section of 42 cm from distal end of (product 6mm basket, medium support) was received inside of a plastic bag. It was observed that the coiled distal tip was kinked; the filter basket was deployed. A bent was observed at 13 cm from the distal end; at 15 cm from the distal end of the received sample a 2 cm section of ptfe was peeled off; also a ring condition was observed at 15.5 cm from the sample distal end. No other anomalies were observed. The filter basket was inspected under microscope and no anomalies were observed. The received sample was sent to sem analysis and the results showed that the ptfe coating presented evidence of an elongations and an accordion condition. Sem results showed that the core wire presented evidence of ductile dimples. These characteristics are common in pieces that were being stretched and/or pulled. Results suggest that the separation occurred while the sample is being stretched and/or pulled due to the ductile dimples, elongations and an accordion condition on ptfe. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. Functional tests could not be performed because of the sample receiving condition; only a piece of product was received and it presented a ptfe peel off condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10364549. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(6) 2014. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaints reported by the customer as: ¿capture sheath - resistance/friction-inner lumen¿, ¿capture system - withdrawal difficulty-snagged/caught on stent¿ and ¿capture system - capture difficulty¿ as well as de adverse event ¿device interaction¿ could not be properly evaluated since only a piece of an angioguard product was received and this was severely damaged (kinked, bent, ptfe peel off, ring condition). The complaint reported by the customer as: ¿distal tip ¿ separated¿ was confirmed owing to only a section of 42 cm from distal end of an angioguard product was received for analysis. The exact cause of this failure as well as the other damages observed on the received sample could not be conclusively determined; however, as per sem results, it is feasible that procedural factors might have contributed to the reported failures as well as to the damages observed during the analysis. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the events reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The IFU states that the angioguard should be positioned so that both the proximal and distal radiopaque markers are distal to the lesion being treated and that positioning should be confirmed under fluoroscopy. During capture of the filter basket the capture sheath is to be advanced over the filter wire, and through the deployed stent until the capture sheath marker band lines up with the proximal filter marker band. If these steps were followed correctly it is unlikely that the filter wire would have become entangled with the deployed stent preventing the capture sheath from advancing until excessive force was applied. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported events. However, it appears that device interaction and procedural factors may have been the cause of the reported events.

Event description:
During a carotid procedure, an angioguard wire got looped in stent and capture device ran up wire and would not advance up the wire. With some force, capture device moved distal and captured basket. When angioguard was placed back on the table, we noticed coating was ripped off wire. There was no report of patient injury.